Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. Motor rate error was found during occlusion test. The root causes for the reported issues were normal wear, device was over eight years old. The intermittence of motor rate error is likely due to normal wear of drive train components. Actions taken to mitigate the reported issue: replaced left and right plunger case and case seal and timing spring and top case, interconnect board, worm coupler worm gear, stepper motor, and motor mount. Performed occlusion test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.